Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited two signal artifact monitor (sam) episodes on back-to-back days due to noise and oversensing of the respiratory rate trend (rrt) sensor. As a result, the rrt sensor was automatically disabled by the device. Boston scientific technical services (ts) also noted that the presenting electrogram exhibits right atrial (ra) undersensing of sinus beats. It was noted that the beats labeled as premature ventricular contractions (pvcs) are conducted with bundle branch block (bbb). The boston scientific field representative stated they will contact the device following clinic to bring the patient in to adjust ra sensitivity as appropriate and program the rrt sensor back on, if desired. The device remains in-service. No patient symptoms or adverse patient effects were reported.